Event description:
Initial and additional information was received on 09/16/2011 and 09/19/2011 from a FDA representative, who received a complaint from a consumer on 09/12/2011: a (B)(6) female consumer received injectable poly-l-lactic acid (lot # unknown, expiration date unknown) in (B)(6) 2011 at a spa (B)(6) . It is unknown if the consumer received sculptra or sculptra aesthetic, but it was injectable poly-l-lactic acid. She had visited this spa previously, but was not known if she received treatment with poly-l-lactic acid prior to this event. The patient fainted a few hours after receiving the poly-l-lactic acid and went to the emergency room. She was 'hospitalized' but was released after her blood tests came back negative. She was in the hospital for four to fiver hours that day. She also stated that she continued to feel "woozy." The patient reported this to the FDA on 09/12/2011. The patient declined to provide FDA with the name of the spa or doctor who provided the injection. The lot number and the sample were not available. No further relevant information was reported. Pharmacovigilance comment: sanofi-aventis company comment 09/20/2011: this consumer fainted a few hours after receiving injectable poly-l-lactic acid. Following information is unknown including the manufacturer for the product, qualification of the provider for the treatment, the consumer's medical history, concomitant medication, and medical record on the hospital visit. Although there is a temporal relationship with the treatment, due to insufficient information provided, a causal assessment is limited at this time. Additional information has been requested.